Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: balloon was torn, so it could not be inflated. Used another device. No additional bleeding. Nothing fell into the patient cavity. No tissue damaged. Operative time was not extended more than 30 minutes. No patient injury reported. No additional patient information available.

Manufacturer narrative:
(B) (4).